Event description:
It was reported that post-implant of a laparoscopic adjustable band, there was band leakage. Weight gain by the patient led to an intervention for removal of her gastric band (placed in 2001). Device not more efficient due to leakage. Band broke upon removal but nothing fell into the patient.

Manufacturer narrative:
(B)(4): at the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and obtained:when did the leak occur? 26/02/14 ¿ 14 years after the implantation of the devicehas the patient had any adjustments? No.how was the balloon leak detected? Yes they observed the link after removed it. Was a new band implanted? Yes.

Manufacturer narrative:
(B)(4). Additional information: the band was received unsterilized. The product was sterilized by autoclave as per procedure. Band received attached to 52cm of catheter and the titanium port. The end of the plastic tip at the catheter connection had been disconnected from the device. The locking connector also arrived separate from the device. Three fold lines were evident on the band. The band appeared to be in tact with some signs of wear and tear and potentially weakening of the balloon material. A hole was not evident. Leak testing was performed on the balloon with an unsuccessful result. A leak was evident on the corner of the first fold line from the catheter connection. While it is not possible to draw definitive conclusions regarding root cause, the observation of balloon fold lines, the profile and position of the observed hole and the significant implant period of the device are consistent with material degradation of the balloon along a fold line.